Event description:
It was reported that during a rectal resection procedure, for the second firing, the rear monitor of the power handle was 3-1. After having the rectum clamped again, the rear monitor was 2-2. The reload was slightly articulated to the left and fired in slow mode. Partway through, excessive force was displayed, and firing could not be performed. When checking from the cartridge side to see if the rectal clip was being caught, there was no problem. When the fixed anvil was inspected with a camera, there were no problems on the right side of the cartridge. The left side of the cartridge could not be checked. It was confirmed that fat had entered the inside part of cartridge of the second firing and penetration into the interior was confirmed. To resolve the issue, a new reload of the same type was used and the rectum was resected. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); sigphandle, sig power sigphandle handle (serial unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.